Event description:
The nurse reported that the central nurse's station (cns) screen was frozen after they had a power outage in their facility. The nurse rebooted the cns, but the cns was still not working. The nurse realized that there was another backup monitor behind the cns screen that was not turned on and after the nurse turned it on the cns is working as it should, issues were resolved.